Manufacturer narrative:
Block d4 (unique identifier): detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block e1 (initial reporter facility name): initial reporter's facility name is (B)(6); reported here as the facility name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the error message "the injection pressure is too high" appeared within the first few seconds of the procedure. This is being reported for cancellation of the procedure post sedation. During an ablation procedure to treat atrial fibrillation, a smartfreeze cryo console was used. When ablating one of the four pulmonary veins, the error message "the injection pressure is too high" appeared within the first few seconds of the procedure. The cryo cable and the polarx catheter were replaced, but the problem was not resolved. Subsequently, the procedure was cancelled, and the patient was partially sedated with a small dose of propofol and fentanyl at the time the procedure was cancelled. There were no patient complications reported as a result of this event. It is unknown if the device will be returned for analysis.